Event description:
It was reported that following a lap gastric band procedure that was completed in 2008, the surgeon had to remove the device because it had eroded into the gastric lumen. The surgeon removed the band and sutured the stomach with no adverse outcomes. The pt is stable. There is no plan to replace the band for the pt at this time.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.